Manufacturer narrative:
(B)(4)date sent: 1/26/2017.(B)(4).

Manufacturer narrative:
Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, intra-operatively device malfunctioned resulting in incorrectly formed clips. Device use discontinued. Competitor clip applier used.

Manufacturer narrative:
(B)(4). Batch # n9262f. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 14 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: intra-operative photos were provided. One intra-operative shot show what appears to be one scissored clip being removed from structure. It appears that a properly formed clip is also applied to structure but it cannot be fully observed. Another intra-operative shot show what appear to be one scissored clip applied on structure and appear to have been partially applied over what appears to be a properly applied clip. The likely cause of the clip formation issue is the application for forces on the jaws or clips during the firing/loading stroke. Jaw misalignment can be caused by external rotational, downward, and/or side forces being applied to the jaws during firing. Additionally, if the jaws are clamped over a hard object such as another clip or clip leg the jaws can become misaligned or yielded either temporarily or permanently, causing a malformed clip and possible a clip loading issue.